Manufacturer narrative:
3004209178-2021-13738 is related to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the patient said it has been a while now that it doesn't work at all at night, and during the day she is having bladder spasms. It stated in early june and by august it was really bad. When she has the bladder spasms some times she can't move or get off the couch. Once the spasm unclenched she can move and get to the toilet, but then can't pee some times have to sit there 10 minutes. She doesn't void completely. She wiggles her hips and legs like her doctor told her. She brushes her teeth and hangs out in the bathroom. Just above the pubic bone she can tell there is something in there. Then it will release. Sometimes it takes 3-4 voids before she is completely voided. The stimulator on the left side she noticed last week looks like an indentation below it, looks like it is right at the surface. The stimulator just seems the top partis moved and bottom is pushing down. She said, the doctor said it was really difficult putting in because lot more scarring then they had seen on fluoroscopy screen. They did the best they could. Patient was doing fairly well. February she went in for follow up. She took both remotes into appointment. The gal saw her and at the time the patient was doing pretty well making it through the night. At the appointments they usually go in to double check the stimulator. She assessed it and within a week or two started a slow drip at night. Sometimes the patient is up at 2 or 3 am because she has gone through the adult briefs and through even into the pads she sleep on underneath her. Patient is careful what she drinks two hours before bed. Patient mentioned she was getting zapped down the leg. Patient said it seems her autonomic nervous system is shutting down. The patient spoke to doctor's assistant and she hasn't heard back from her. Agent did not ask about the circumstances that led to the reported issue. Patient wanted to know what the difference in the programs were and which one she should go to. Currently she is on program 6 at 3.5. This last time she tried to move from 3.5 to 3.7 the buzzing was too high and she went back down to 3.5. No further complications were reported.